Event description:
A customer contacted baxter's technical service center reporting that the cat got into the room and chewed a hole in the unused supply line during dwell 5 of 5 on the home choice (hc). The hp ended therapy and the technical service representative (tsr) referred the hp to the registered nurse (rn). During a followup call to the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the home patient (hp)'s cat that chewed on the unused supply line. Per the pdn, she was aware of the incident and stated the home patient (hp) was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was animal damage.